Event description:
One pt with discrepant hba1c results. Same sample used for repeat testing on same analyzer. Initial result gave 6.97%. The sample was repeated giving 13.84%. No adverse events were reported in association with the incorrect result. The field service rep was unable to determine a cause for the discrepancy.